Event description:
It was reported that the device would not cut and would not coagulate after 30 minutes. No error code or steady tone. Used another like device to complete the case with no pt consequence.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and with the piece returned. The identified blade damage may have occurred for external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the follwing statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instrument or objects when the instrument is activated. Contact with staples, clips or other instruments while the instruments is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.